Event description:
It was reported to boston scientific corporation that during a hydrothermal ablation procedure using a hydrothermal procedure set device (adult female patient; age and weight are unknown), the sheath was punctured and fluid was leaking out the wrong part of the sheath . According to the complainant, the physician completed the procedure with another hydrothermal procedure set. There with no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Only the sheath was returned for evaluation; therefore, an evaluation of the device could not be performed and the cause of the reported malfunction is undetermined.